Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient having transforaminal lumbar interbody fusion for a primary diagnosis of spinal instability. It was reported that the patient has underwent treatment at two consecutive levels from l2¿s1 and subsequent imaging analysis identified hardware loosening involving a screw, rod and spacer. Patient symptoms, outcomes, and patient impact were reported as unknown, and additional medical intervention to prevent permanent injury or impairment was reported as unknown. No assessment of product, therapy, or procedure relatedness was made by the investigator, sponsor, or cec. Additional information was received that the imaging analysis did not identify which surgical component was loose.